Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to complete troubleshooting. No additional information was provided.